Manufacturer narrative:
A ge service rep performed an on site investigation. A blown fuse was found on the power distribution board and replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a fatal error message and failed to operate properly. No report of pt injury.